Manufacturer narrative:
(B)(4) date sent: 1/16/2026 d4: batch # unk. Investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the glc80 was received with a broken anvil shroud and detached clamp arm pivot pin. No reload was returned. During the visual inspection, the internal tab of the anvil shroud was broken, completely separate from the anvil half. The broken shroud did not have a functional impact on the device. The device was returned with a detached clamp arm pivot pin and inside of a plastic bag. It's possible that the pivot pin fell out when the anvil shroud was broken. The device was tested with a test reload for functionality and it fired, cut, and formed all the staples as intended. The staple line and cut line were complete and the staples met the staple form release criteria. No conclusion could be reached on what caused the anvil shroud to be damaged. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number 215d75, and no non-conformances related to the reported complaint condition were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a colorectal procedure, the metal pin located at the back of the stapler dislodged, rendering the stapler inoperable. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 3/3/2026. D4: batch #215d75. Investigation summary- the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the glc80 was received with a broken anvil shroud and detached clamp arm pivot pin. No reload was returned. During the visual inspection, the internal tab of the anvil shroud was broken, completely separate from the anvil half. The proximal end of the anvil shroud was reviewed and the witness marks were present. Witness marks indicate the device was mis clamped without having the device halves locked. The device was returned with a detached clamp arm pivot pin and inside of a plastic bag. It's possible that the pivot pin fell out when the anvil shroud was broken. The device was tested with a test reload for functionality and it fired, cut, and formed all the staples as intended. The staple line and cut line were complete and the staples met the staple form release criteria. The damaged noted on the anvil shroud was confirmed and it is related to improper use of the device due to the witness marks present. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number 215d75, and no non-conformances related to the reported complaint condition were identified.